Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the positive end expiratory pressure (peep) does not build up on sipap ventilator. The customer confirmed that there was no patient involvement associated with the reported event.